Event description:
Reporter indicated that communication could not be established with a generator which was still in the sterile package prior to a revision surgery. Another programming system was used and interrogation was then completed successfully. The programming system was returned for product analysis, and the programming wand was found to be the cause of the communication problem. It was identified that the serial data cable of the wand was unplugged due to the strain-relief grommet being dislodged from its normal location on the wand's handle.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.